Event description:
It was reported that the end of the trach has deformity. The customer got it out of the box and inspected the tracheostomy tube and saw that the distal end of the tube looked kinked or irregular. The wire inside seem to be bent and not uniform.

Manufacturer narrative:
Other text: d4: device serial number/lot number is unknown. H4: device manufacturing date could not be determined. H6: event problem and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. A product sample and one photo was received for evaluation. Visual inspection of the photo and sample showed a deformation on tube tip. The root cause of the reported issue was found to be manufacturing mishandling during unload. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the manufacturing procedure, by quality engineer on 18/jan/2023. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.